Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery side of case found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked case (battery tube), battery tube threads - cracked, partially stained serial number label, cracked retainer, partially detached retainer, stained keypad overlay, pillowing keypad overlay, and scratched lcd window. Cosmetic damage was confirmed at battery side of case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack around battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.